Manufacturer narrative:
Device evaluation summary: during evaluation of the sample several creases were observed on the anterior and posterior view. In addition in the leak test shell abrasion was noted on the posterior view. Within the shell abrasion, a rupture was noted in the posterior view, measuring approximately 1.5 cm. No other anomalies were observed. Microscopic examination was performed. No evidence of instrument damage was observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A possible cause for the condition reported is due to excessive force to the chest; trauma; compression during mammographic imaging; and severe capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: bilateral rupture. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel breast implant 385cc and experienced bilateral ruptures and mild ptosis post-operatively. As a result, the patient underwent explantation on (B)(6) 2019. This report is for the right side device. This report contains supplemental information for mentor psr reference number (B)(4).